Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has recently received inappropriate shocks. A boston scientific technical services consultant reviewed the data and discussed reprogramming the sensing vectors. No adverse patient effects were reported.